Event description:
On (B)(6) 2012 the patient contacted animas alleging that the audio bolus button is unresponsive. The patient reportedly wears the pump in a case and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the audio bolus button. During testing, the audio bolus button responded appropriately; the complaint could not be confirmed or duplicated. Unrelated to the complaint, evidence of contamination was found under the keypad button contacts.